Event description:
It was reported that during preparation for a pulse field ablation procedure to treat atrial fibrillation, a farawave nav catheter was selected for use. It was noted that the flush port was warped. This damage was noticed upon opening the device packaging. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter was not returned for analysis.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. In the image, it is possible to observe that the flush port was warped. The reported event was confirmed; however, boston scientific was unable to establish a clear conclusion about the cause of the reported event. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation procedure to treat atrial fibrillation, a farawave nav catheter was selected for use. It was noted that the flush port was warped. This damage was noticed upon opening the device packaging. The catheter was replaced, and the procedure was completed successfully without patient complications. The catheter is expected to be returned for analysis.